Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir was unable to lock into place. Customer's blood glucose level was 248 mg/dl. Customer states that the damage on reservoir lip ring. Customer states reservoir lip top ring was broken half. Customer states insulin pump need to tape it down. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with missing retainer ring and reservoir tube lip o-ring. Device received with partially broken off piece at the reservoir tube lip. Unable to perform displacement test and p-cap / reservoir will not lock properly due to missing retainer. Unit received with cracked keypad overlay at select button. Device received with cracked case on the back at the battery tube area and belt clip rail case corner. (B)(4).

Event description:
Failure analysis has been competed under case-(B)(4).